Event description:
A report was received that a pt underwent a pocket revision due to discomfort at the pocket site. The physician chose to replace the pt's ipg although it was functioning properly and the pocket was moved to the right hip. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.